Event description:
It was reported that on (B)(6) 2024, a 21mm epic plus supra valve chosen for a procedure. The valve was implanted in the aortic position. The peri-operative transthoracic echocardiogram (tte) report showed mild intra-prosthetic leakage (vc2mm, thp 480), increased velocities and gradients for the prosthesis. The patient had pulmonary edema. The physician decided to echocardiographic control, symptom management. The patient was reported hospitalized critical care, hemodynamically stable, orotracheal intubation, sedated and nitroglycerin drip.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of mild intra-prosthetic leakage, increased velocities and gradients a valve and pulmonary edema was reported. The valve was returned to abbott for analysis and the investigation found that there was a 2mm tear in cusp 3 in the free edge of the cusp at the top of the stent post shared with cusp 2. The outflow surface of cusp 3 had brown material at the cusp base. The other two cusps contained no tears or perforations. There was no inflammation or significant calcifications. Based on the information received the cause of the reported leakage could be as a result of the observed tear in the leaflet. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including functional testing prior to release form abbott. When or how the tear might have occurred could not conclusively be determined.

Event description:
It was reported that on (B)(6) 2024, a 21mm epic plus supra valve chosen for a procedure. The valve was implanted in the aortic position. The peri-operative transthoracic echocardiogram (tte) report showed mild intra-prosthetic leakage (vc2mm, thp 480), increased velocities and gradients for the prosthesis. The patient had pulmonary edema. The physician decided to echocardiographic control, symptom management. The patient was reported hospitalized critical care, hemodynamically stable, orotracheal intubation, sedated and nitroglycerin drip.